Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has reported that the internal device is not functioning as expected, despite the absence of a triggering event that could determine the cause of the inadequate performance. The user was re-implanted on (B)(6) 2025.

Event description:
The user has reported that the internal device is not functioning as expected, despite the absence of a triggering event that could determine the cause of the inadequate performance. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However, the device investigation is still ongoing and to determine an exact root cause, further investigation steps are going to be performed.

Event description:
The user has reported that the internal device is not functioning as expected, despite the absence of a triggering event that could determine the cause of the inadequate performance. The user was re-implanted.